Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were experiencing what they understand is a "pain pocket". Patient clarified they were having intense pain under and around the implant site. Patient said this happened with their last implant towards the end (patient said for the last year of having that implant). Patient said they never knew what caused it and was given a lot of antibiotics. Patient said they came home and got the smaller implant (their current implant).